Manufacturer narrative:
External insulation abrasion was noted at 8.1 - 8.2 cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was exhibited noise. The lead was explanted and replaced during a routine generator change. Patient was stable post procedure.